Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2022, (B)(6) 2020, occurrence of bleeding (blood reflux during the dialysis session through the orifice (skin emergence) of the venous branch of the canaud catheter. Same if the circuit was reversed. Observation of important cracks of the silicone catheter at the fitting with the external part (connector) of the catheter. On both branch, unusual stiffness of the silicone part with tension on the parts during the connection (fitting). Clinical consequences: bleeding during dialysis through the catheter tunnel. Fissure of both catheter branch with continuity solution of the venous branch (blue plug) and communication with the subcutaneous part. Both the venous and arterial lumens cracked near the adapter.

Manufacturer narrative:
The venous and arterial adapters were returned for evaluation with a segment of the lumen attached by sutures to each adapter. The arterial adapter has approximately 3.5 cm of the lumen attached with a longitudinal tear in the lumen beginning at the proximal end and continuing for approximately 1.8 cm. The venous adapter has approximately 2.5 cm of the lumen attached with a longitudinal tear the entire length of the portion returned. The catheter was implanted for approximately 1 month with no reported issues. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and 100% inspected according to specification with no non-conformances or abnormalities. A definitive root cause cannot be determined but is not likely to be related to manufacturing. The catheter lumens may have been damaged during assembly onto the adapter during insertion and extend over time. The instructions for use (IFU) contains the following precautions: * when cutting catheter to desired length, assure the lumen is cut square and that the remaining catheter lumen is not damaged. *caution: use extreme care during assembly of the extension adapter to the lumen in order to avoid damaging the lumen. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.